Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. There was wear and tear damage on the enclosure, front cover, and line cord. The unit also had an outdated pcb and power switch. The customer reported product problem (loud motor) was confirmed during testing. A faulty pump was producing the loud motor noise. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a loud motor. No patient injury or complications were reported in relation to this event.